Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to have a bent faceplate, hole in the faceplate, knobs were on the wrong needles and a cracked eyeball. Visual inspection of the device was able to confirm the reported customer complaint. The problem source has been determined to be user interface as a result of impact to the device.

Event description:
Information was received that device was being set up in operating room and alarmed. Was not attached to the patient, and a replacement device was used.